Manufacturer narrative:
H.6. Investigation: bd received 1 photo from the customer in support of this investigation. An evaluation of the photo was conducted and the customer¿s indicated failure mode of underfill was observed. Therefore, functional testing was conducted on retention samples from the bd inventory of material #365050, lot(s)# 0245299, 0311961 and 1004602 3.0ml barricror tubes and samples from material #365057, lot# 0311964 5.5ml barricor tubes. Testing was done with blood drawn from subjects and, each tube was run three times on the system with no instrument error codes or aspiration errors being observed. Additionally, no difficulties were encountered during blood collection as all tubes appeared to exhibit proper fill and, underfill was not observed in any samples testing. Bd was unable to duplicate or confirm the customer¿s indicated failure of instrument issues (aspiration alarm/ errors) because the alleged defects were not evident in the testing of the bd inventory sample lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Multiple assays performed on cobas instrumentation produced no alarms/error codes. Analytical replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. The tubes performed as expected therefore, this complaint is unconfirmed for underfill and aspiration errors. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: it is difficult to fill the barricor tubes. The filling is not done properly,".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0245299, medical device expiration date: 2021-12-31, device manufacture date: 2020-09-01. Medical device lot #: 1004602, medical device expiration date: 2022-05-31, device manufacture date: 2021-01-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was under-fill or low draw of a tube with blood.the following information was provided by the initial reporter and translated to english. The customer stated: it is difficult to fill the barricor tubes. The filling is not done properly,".